Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient realized that his tubing was still clear with saline from priming, and the red adriamycin had never entered the tubing even though the pump displayed that it was running. The pump had not alarmed. The pump was switched. The tubing filled with the red medication. The next morning, the bag still appeared very full. It appeared that the patient had not received any medication over the last two days. The pump still displayed running and the amount it said was left would have been appropriate if it was actually running, but the bag clearly had about 1000 cc left. There was no patient injury reported.